Manufacturer narrative:
A steris service technician inspected the washer and found that the plastic cover for the condenser assembly on the dry chamber required replacement due to normal wear. The technician repaired the washer, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.